Manufacturer narrative:
Customer quality (cq) engineering investigation: physical devices, x-ray images showing the broken drill bit (p/n 03.037.022), pictures of the broken drill bit and the alleged protection sleeve (p/n 03.010.063) were not provided under the (B)(6). In the lieu of above evidences, the complaint conditions against these devices could not be confirmed at the cq location. No further investigation, other than dcrm review for the broken drill bit, could be performed for the above two devices. The overall complaint condition about interference between the protection sleeve and the insertion handle was deemed as confirmed. The specification for the 120 degrees locking hole diameter per drawing. The largest gauge pin that could be inserted in this hole was of 12 mm diameter. It was noticed that the 12 mm gauge pin would not slide past the observed burr on the distal end of the opening. It was found that the burr has reduced the 120 degree locking hole diameter to 11.92 mm at the distal end. Hence the replication of the complaint condition was performed at the cq location. Gauge pins used: gp 32 & gp 29. Visual inspection under 5x magnification, functional test, device history record (DHR) review and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight is unknown. (B)(4). Lot number unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail-advance (tfna) procedure on (B)(6) 2017, a drill bit broke at the distal end while attempting to drill a whole in the patient's bone for helical blade insertion. The surgeon was using the correct amount of torque while drilling and this was the first time this drill bit was being used. The surgeon attempted to retrieve the broken piece, however there was potential for too much damage so he decided to leave it in place. The other half of the broken piece along with other fragments were successfully retrieved. The surgeon explanted the nail and decided to convert to a lateral entry nail. After implanting the new nail, the surgeon noticed that the 12mm/8mm protection sleeve would not slide through the 120 degree locking hole of the standard insertion handle. A new protection sleeve from the set was used with the same insertion handle and there were no issues. The surgery was successfully completed with a 20 minute surgical delay. The patient was stated to be skeletally mature. Patient outcome following the procedure was noted to be stable. Concomitant devices reported: one (1) tfna nail (part # unknown, lot # unknown) , 1 standard insertion handle (part # 03.010.045 lot # unknown). This is report 1 of 1 for (B)(4).